Event description:
It was reported while the device was being used, sensing failure was observed. The device was replaced. The device was returned for repair. The ventricular patient cable was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found. (B)(4) cable is broken.